Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air/water supply channel and cylinder had white residue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was not determined and not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
It was reported the gastrointestinal videoscope had nex powder get dispersed throughout the scope tube during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.